Event description:
Caller states pt tested 6.1 inr and 5.9 inr on the coaguchek xs system while a comparison lab returned as 3.79 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.